Event description:
It was reported that during implant the right ventricular (rv) lead showed poor sensing. The lead was removed and replaced. The second rv lead had the same sensing results and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4). The lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode end was covered in blood. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).